Event description:
It was reported that during a remote monitoring session there was an observation of no battery voltage measurement taken. However, the device was recently interrogated, is functioning appropriately and remains in use. No patient complications have been reported as a result of this event. It was further reported that there is no trend data and there is an invalid data message on the trends on the programmer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem occurred. The device was manually cleared prior to interrogation.

Event description:
It was reported that during a remote monitoring session there was an observation of no battery voltage measurement taken. However, the device was recently interrogated, is functioning appropriately and remains in use. No patient complications have been reported as a result of this event.